Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 2.1, lab: 7.8. The time between the tests was minutes; the nurse remembers questioning the result of 2.1 due to the way the patient was bleeding after the finger stick. Caller stated that they had discrepant results between the inratio test and the lab with multiple patients; only data from one patient was available. The actual date was not provided but customer thought it was about three months prior. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.